Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs300 intra aortic balloon pump there was an inflation error.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3,g6, h2, h3,h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) performed p.m procedures per manufacturer specifications all tests were passed and the device was returned to the customer. The device passed all functional and safety tests. Multiple gfes were asked to get a better understanding of this complaint if more information becomes available the record will be updated.